Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with hypoglycemia that dropped to less than 70 mg/dl. The patient was diagnosed with acute metabolic encephalopathy and was in renal failure. For treatment, the patient was given CPR, gave them dextrose and their blood was monitored. The patient was discharged after 2 days. The pod was worn between 4 and 24 hours.